Event description:
Describe event, problem, or product use error: 3m steam chemical integrator explodes during sterilization leaking blue dye into sterile package/tray. This has been an ongoing issue since (B)(6) 2022. Have reached out to vendor, changed lot numbers and integrator type and continue to have issues. Multiple lot numbers involved: 3m comply thermalog steam chemical integrator 2134- lots 202504gc, 202505g, 202508gf; 3m steam chemical integrator 1243-lot fh102025. Vendor continues to point finger at hospital staff and equipment issue rather than product issue. I am having this issue at 4 of my hospitals and have had all of my steam sterilizers serviced at the trauma center and no issues were discovered. Need assistance with resolving these issues. Sterile trays/instruments cannot be used when dye packet explodes causing delays in surgery, unnecessary reprocessing expense and staff time.